Event description:
It was reported by service report that the fowler would not go up or down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler, gas spring trip.